Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the surgeon fired the device across the artery. When he released the jaws, the artery had been cut but not all the staples had formed correctly; bleeding occurred. The scrub assistant tried to reload the device with a new cartridge but she couldn't get the original cartridge out of the jaws. A new device was opened and the procedure was completed. Once the case was finished, the scrub assistant managed to get the reload out of the faulty device. Surgery was prolonged 10 minutes. There were no adverse consequences for the patient.